Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 17-jan-2023, it was reported that the infusion set's tubing came out of the housing at the site on (B)(6) 2023 while sleeping. The site location was right side of patient's abdomen, and the pump was located in the middle. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. According to the complaint investigation performed on the used device (1), it was found that the tubing was detached from the tubing connector. No further information was available.